Event description:
It was reported that this vns patient underwent lead repositioning surgery for an unknown reason on (B)(6) 2013. It was initially stated that lead was going to be replaced for an unknown reason; however, it was later reported that no devices were explanted or implanted. Attempts for additional information have been unsuccessful.